Event description:
It was reported that following an magnetic resonance imaging (MRI), inaccurate longevity estimate was noted on the device. Abbott technical support was contacted and the inaccurate measurement was suspected to be temporary, associated with programing the device out of MRI mode. No intervention was required. The patient was in stable condition and will continue to be monitored.